Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the bed exit was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. It was reported that the bed exit was malfunctioning. This issue could not be confirmed; however, during evaluation it was determined the load cells needed to be replaced which could have contributed to a bed exit malfunction.

Event description:
It was reported via repair work order that the bed exit was malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.